Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer did not provide data for the repeat result. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were within the acceptable ranges. The customer calibrated the integrated multi-sensor technology (imt) system, which was acceptable. Upon the ccc's instructions, the customer ran precision testing on the sample in replicates of five and the precision matched the original result. The customer refused to provide any more information. The cause of a discordant, falsely elevated k result on one patient sample is unknown.